Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; lot#: unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unkown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was currently receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was further reported that the pump only has baclofen in it currently but in the past they thought the pump also had morphine in it for some time. It was reported that a pump refill was performed earlier this month and the expected reservoir volume (erv) was 5 ml; however, they got nothing back. Pump was refilled with 40 ml. The date 2024-aug-01 is considered an approximate date of event (specific month and year known only). They brought the patient back early to check the volume again and did refill where erv was approximately 13 ml and again they got nothing back from the reservoir. The physician injected 8.5 ml of saline into the reservoir and aspirated just to see if they could get it back, and got the 8.5 ml back. They also tried to access the catheter access port (cap) but were unable to aspirate. It was further noted however that they were not certain they were in the cap. The pump was filled with 25 ml of baclofen. It was noted that the patient did not seem to be having overdose-type symptoms, but the patient has had symptoms including confusion, delirium, and a urinary tract infection (uti). It was further indicated that the patient has other medical issues and was receiving other unspecified medications. The healthcare provider was questioning about doing testing like they do with their other patients when they are trying to troubleshoot suspected issues.